Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient experienced ineffective therapy, patients lead had high impedances, and it was confirmed via x-ray that patient's extension was fractured. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein extension was explanted to address the issue. When attempting to explant patients lead, the lead broke in the patient and was unable to be completely removed. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein remaining portion of lead was removed to address the issue.

Manufacturer narrative:
E1 initial reporter phone number- (B)(6). Date of event is estimated. During processing of this complaint, attempts were made to obtain complete device information. Further information was requested but not received.